Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawer failure. Drawer main 5.1 and 3.2 of few cubies failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were failed and not opening properly. A field service engineer (fse) identified that the controller board was damaged and replaced it to resolve the issue. Fse tested the device in hardware test application and verified the functionality. The system functioned as intended after the field service engineer had repaired the device.